Event description:
An alarm for co2 rebreathing was reported. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The authorized service provider (asp) determined the flow sensor assembly needs to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: reporting address line 1: (B)(6).reporting institution phone: (B)(6).reporter phone number: (B)(6).

Manufacturer narrative:
There was no patient involvement.

Manufacturer narrative:
H10: the authorized service provider (asp) replaced the flow sensor assembly. The issue was resolved. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The part has not been received so the root cause at component level cannot be confirmed, if the part is received, the record will be reopened and a root cause analysis will be performed.